Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.11 x 0.306 was not returned with the instrument. This type of failure is commonly associated with mishandling/misuse. Additional observations not reported by the site that are related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end and broken grip and pitch cables at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the 8mm tip-up fenestrated grasper instrument wrist was stuck on outside lip of cannula while inside patient. The customer had to undock the cannula with instrument attached. When the instrument was out of body, the entire metal portion of wrist was disconnected from shaft of instrument. Once the insturment was removed, the customer had to cut the wires to separate. The procedure was completed with no reported injury.